Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. The reported event of an unrecoverable loss of antenna passed threshold could not be confirmed through transmitter testing. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their transmitter had intermittent out of range. There was no report of injury or medical intervention. No additional event or patient information is available.